Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. One swan ganz bipolar pacing catheter was received by our product evaluation laboratory for a full examination. The report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. Based on further engineering investigation, and since the complaint affected unit was returned for evaluation and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.

Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, after inserting this pacing swan-ganz catheter in a patient underwent a tavi procedure, the catheter did not pace (complaint (B)(4) / MFR 2015691-2025-00140) and another pacing swan-ganz catheter was inserted. Later in the day, during procedure to insert a permanent pacemaker, the same issue occurred with the second pacing catheter inserted (complaint (B)(4). There was no allegation of patient injury. The device involved in the complaint (B)(4) was available for evaluation. However, the device involved in the complaint (B)(4) (MFR 2015691-2025-00140) was not available for evaluation since it was discarded.